Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has suffered a sudden loss of hearing with the device. There was no report of trauma, accident or illness.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has suffered a sudden loss of hearing with the device around (B)(6) 2016. There was no report of trauma, accident or illness. The patient has been re-implanted.

Manufacturer narrative:
Additional information: based on information and measurements received, a mechanical damage to the stimulator housing that is typical for severe external impact to the housing appears likely. However to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation has been performed but the device not yet received.

Event description:
The patient has suffered a sudden loss of hearing with the device around (B)(6)2016. There was no report of trauma, accident or illness. The patient has been re-implanted but the device has not been received for investigation.